Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that at a routine device follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was planned for replacement.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that at a routine device follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was planned for replacement. Additional information was received indicating the device was explanted and replaced almost seven weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with predefined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that at a routine device follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was planned for replacement. Additional information was received indicating the device was explanted and replaced almost seven weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. The product returned for analysis.